Manufacturer narrative:
Unknown; no information has been provided to date. One device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual tests found a damaged rear housing and damaged ac connector. The functional test found a defective downstream occlusion (dso) sensor, defective capacitor, and an old motor (more than 2 million revolutions- 4140329). The root cause of the issue was a damaged ac connector. The ac connector will be replaced to solve the issue. The dso sensor, capacitor and motor will also be replaced.

Event description:
The customer returned product for a broken internal power connector, during physical inspection it was found a defective downstream occlusion (dso) sensor, defective capacitor, and an old motor (more than 2 million revolutions- 4140329). There was unknown patient involvement and unknown patient harm reported.